Event description:
A malfunction was reported with the customer's pump, displaying malfunction code 24. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump with a new one and instructed the customer to switch to a multiple daily injections (mdi) regimen to ensure insulin delivery continued.